Event description:
The customer complained of questionable ise indirect na, k, cl for gen.2 results for 1 patient sample on a cobas 6000 c (501) module. Of the data provided, there were discrepant na and k results. The initial na result was 100 mmol/l. The repeat na result on a different c 501 was 138 mmol/l. The initial k result was 2.14 mmol/l. The repeat k result on a different c 501 was 4.04 mmol/l. The repeat results were deemed to be correct. There was no adverse event. No erroneous results were reported outside of the laboratory. The na and k electrode lot numbers and expiration dates were asked for but not provided. The customer stated that the qc was acceptable, there were no issues with other tests for the patient sample, and no other patient samples were affected. The field service engineer (fse) found fibrin particles in the sample and the sipper tubing was pushed too far onto the nozzle. The fse adjusted the position of the sipper nozzle tubing. The fse performed an air purge, ise checks, and mechanisms check. The fse realigned the sample probe, realigned the cuvette dispense position, and checked the gear pump pressure. All were acceptable. The investigation determined there were no further issues after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.